Event description:
Pt with recent surgery resulting with the installation of a sternal wire was prescribed airway clearance using the vest. Prior to vest. Prior to vest treatment, pt was noted to have a raised red bump on chest. Vest treatment was initiated at a pressure setting of 1 and a frequency of 10 for approx. 20 minutes. Pt tolerated the treatment with no complaints. While removing the vest, the health care staff noticed bleeding at the site of the previously noted bump and found that the pt's sternal wire was protruding through the skin. The following day, surgery was performed to replace the sternal wire. Initial communication with the attending physician revealed that he did not believe the vest caused the event. While documenting the investigation. Additional communication was received from the physician in 4/2001 that revealed that the vest may have been a contributing factor.